Manufacturer narrative:
G2. Foreign: france. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that high impedances were found on two pads (13 and 14) and were no longer allowing of the territory. Polarity modification was done, but without success. Disconnecting the implanted neurostimulator (ins) and then testing electrode with an external neurostimulator (wens). The electrode in 8-15 was difficult to unscrew and operate from the device. The plot 15 was black. Once it was cleaned and implanted in the wens and the new ins, the impedances were good again. The issue has resolved. Additional information was received. Serial number of the lead was unknown; the device was implanted in 2020. It was stated that there was difficulty unscrewing part 8-15. Plot 15 was black, it was able to be cleaned, and its impedance measurement were good. It is unknown why it was black.